Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8197383. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. The spectral analysis of the foreign material determined it to be a acetic acid. This material could not be identified in our manufacturing process, but our facility has taken action to prevent a reoccurrence of this event; our plant has decreased cleaning intervals of the manufacturing line, added baffles to the manufacturing line to prevent oil drips, and strengthened visual inspection protocols of incoming raw material and finished goods.

Event description:
It was reported that dark brown foreign matter was found inside the bd¿ prn adapter before use. The following information was provided by the initial reporter, translated from chinese to english: "when opened a new prn and was ready to use it, it found that there was a dark brown foreign matter inside, and did not dare to use it on the patient."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that dark brown foreign matter was found inside the bd¿ prn adapter before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "when opened a new prn and was ready to use it, it found that there was a dark brown foreign matter inside, and did not dare to use it on the patient."